Event description:
Reporter indicated that approximately two months after her implant surgery, she experienced a lead protrusion in her neck, with infection. Patient was hospitalized and treated with vancomycin. Further investigation revealed patient's entire system was explanted in 2006. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.

Manufacturer narrative:
Manufacturing records for both the pulse generator and the lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery. See b5 for results of manufacturing record review.